Manufacturer narrative:
Follow-up #1 date of submission 11/15/2016-product analysis: the device was returned and evaluated by product analysis on 10/25/2016 with the following findings: a cartridge compartment crack was observed. No moisture was observed within the cartridge compartment. Leak testing revealed a cartridge compartment leak. Unrelated to the complaint, a battery compartment crack was observed. Moisture was observed on the battery cap. Leak testing did not reveal a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.